Manufacturer narrative:
The battery was returned for evaluation. A review of the manufacturing documentation confirmed that the battery met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual inspection. Functional testing revealed that the voltage of one the cell pairs was below the voltage threshold. It was noted that there was a time difference of 970 days between the manufacturing date and the reported event date. This indicates that the battery was most likely not in use for an extended period of time. Hence, the battery was susceptible to an expected degradation of capacity as a result of non-usage. The most likely root cause of the not charging event can be attributed to an expected degradation as a result of non-usage over time. If information is provided in the future, a supplemental report will be issued.

Event description:
A battery was returned to the manufacturer and subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.